Event description:
It was reported that the video system center's camera stopped and would not return to its original position when release was pressed. The event was found during a diagnostic gastroscope procedure. The procedure was completed using a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) year since the subject device was manufactured. Based on the information provided, since the device has not been returned to the factory, the cause cannot be presumed. Olympus will continue to monitor field performance for this device.